Manufacturer narrative:
The account found that the nurse call cable had become disconnected. The account reconnected the nurse call cable to resolve the issue.

Event description:
The account alleged the bed has no nurse call functions. No patient impact.